Event description:
It was reported that one of the cylinders of this ambicor penile prosthesis (app) exhibited deflation issues. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that one of the cylinders of this ambicor penile prosthesis (app) exhibited deflation issues. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.